Manufacturer narrative:
Analysis: received in a clear 0.2% glutaraldehyde solution in an explant kit. All leaflets are slightly stiff but flexible except where host tissue overgrowth extends to the non-coronary and left cusps on the outflow adjacent the non-coronary left commissure. Host tissue extends partially down along the free margin and lunula of both cusps. Thick off white pannus extends over the non-coronary left stent post onto the commissure, partially along the free margin and lunula of both cusps. Pannus overgrowth appears to have restricted leaflet movement. Pannus on the tops of the other two commissures appear to have restricted leaflet movement. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: reduced performance of the device attributed to host tissue overgrowth of the valve. The device was explanted and replaced without reported adverse patient effects.

Event description:
Medtronic received information that this bioprosthetic valve was explanted due to subaortic stenosis due to tissue overgrowth. The valve was replaced without reported patient complication.